Event description:
Lost mobility continues to have over 70 symptoms of bii. Occasionally debilitating and continues to worsen. None before. Neuropathy, multiple nerve and joint diseases, etc. Dizzy, nauseous, vision impaired, nerve "pinch," joint pain, inflammation, fatigued, autoimmune diseases, dying, pain and burning in breasts and whole body, depression, panic attacks, etc. FDA safety report ID # (B)(4).